Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure: uterus'), pregnancy with contraceptive device ('pregnancy'), genital haemorrhage ('heavy abnormal bleeding') and rheumatoid arthritis ('ra') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2011 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included rash all over, itching, depression, anxiety, head tightness, chest tightness, heavy periods, general body pain, skin burning sensation and herpes nos. Concurrent conditions included pain in hip, lower abdominal pain, tubal ligation, coughing, diarrhea and fever. Concomitant products included diphenhydramine hydrochloride, hydrocortisone, ibuprofen and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"), 3 years 3 months after insertion of essure. In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, rheumatoid arthritis, abdominal pain, pelvic pain, vulvovaginal pain, abdominal pain lower, menorrhagia and fibromyalgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device expulsion, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, rheumatoid arthritis, fibromyalgia, migration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added. Fu received, no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure: uterus'), pregnancy with contraceptive device ('pregnancy'), genital haemorrhage ('heavy abnormal bleeding') and rheumatoid arthritis ('ra') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2011 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included rash all over, itching, depression, anxiety, head tightness, chest tightness, heavy periods, general body pain, skin burning sensation and herpes nos. Concurrent conditions included pain in hip, lower abdominal pain, tubal ligation, coughing, diarrhea and fever. Concomitant products included diphenhydramine hydrochloride, hydrocortisone, ibuprofen and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"), 3 years 3 months after insertion of essure. In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("menorrhagia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, rheumatoid arthritis, abdominal pain, pelvic pain, vulvovaginal pain, abdominal pain lower, heavy menstrual bleeding and fibromyalgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device expulsion, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, rheumatoid arthritis, fibromyalgia, migration quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy'), genital haemorrhage ('heavy abnormal bleeding') and rheumatoid arthritis ('ra') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2011 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included rash all over, itching, depression, anxiety, head tightness, chest tightness, heavy periods, general body pain, skin burning sensation and herpes nos. Concurrent conditions included pain in hip, lower abdominal pain, tubal ligation, coughing, diarrhea and fever. Concomitant products included diphenhydramine hydrochloride, hydrocortisone, ibuprofen and tramadol. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device expulsion ("migration/migration of essure: uterus") and menorrhagia ("menorrhagia"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, rheumatoid arthritis, device expulsion, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and fibromyalgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device expulsion, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, rheumatoid arthritis, fibromyalgia, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. New event added- device monitoring procedure not performed. Event device dislocation was downgraded to device expulsion. Pregnancy outcome updated to live birth; outcome unknown.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy'), genital haemorrhage ('heavy abnormal bleeding') and rheumatoid arthritis ('ra') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2011. The patient's medical history included rash all over, itching, depression, anxiety, head tightness, chest tightness, heavy periods, general body pain, skin burning sensation and (B)(6). Concurrent conditions included pain in hip, lower abdominal pain, tubal ligation, coughing, diarrhea and fever. Concomitant products included diphenhydramine hydrochloride, hydrocortisone, ibuprofen and tramadol. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In 2011, the patient experienced device dislocation (seriousness criterion medically significant) and menorrhagia ("menorrhagia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, rheumatoid arthritis, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and fibromyalgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, rheumatoid arthritis, fibromyalgia, migration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. New events menorrhagia, rheumatoid arthritis, fibromyalgia, migration were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.